Event description:
It was reported by the customer that a bd pyxis¿ es server had a patient room number was not crossing over into the system. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient room number was not crossing over into the system. A technical support specialist (tss) confirmed that the customer did not provide details regarding the affected patient or station. Upon checking the server, messages were verified to be crossing over successfully, and health sight viewer (hsv) showed no interface errors or patient/order delays. When contacted, the customer was unsure about any ongoing issues and unable to provide patient details. The customer advised closing the case for now and will reach out if the issue recurs. The system functioned as intended after the technical support specialist verified the device.